Manufacturer narrative:
(B)(4).

Event description:
It was reported that an x-ray and a side port tap confirmed that the patient had a catheter fracture. The dates of these tests were not provided. The catheter was revised on (B)(6) 2010. The patient had experienced underdose symptoms. Since the revision, the patient has been doing fine and receiving effective therapy. The pump was used to deliver lioresal.